Event description:
It was reported that the patient experienced low flow alarms at night after implantation and the frequency increased. The cause of the low flow alarms was thought to be due to the early postoperative period following implant. The site planned to observe as troubleshooting for the alarms. There were no patient symptoms during the time of the low flows. The patient required a low flow software adjustment for perioperative stable management (qol), which was performed the same day. The low flows persisted. When the patient was postoperative week 1 they required a right ventricular assist device (rvad) for right heart failure. It was noted that although the right heart failure had been progressing it was unexpected for rvad implantation. Although a causal relationship with the device could not be ruled out, it was unrelated. The patient had experienced left ventricular collapse without rvad support. During surgery bleeding became uncontrollable, leading to circulatory collapse and death. The patient was explanted due to post operation surgical incident. The cause of the bleeding was under investigation at the time. Log files were sent for analysis to confirm how the pump had been operating between 14:00 and 18:00 on 25dec2024. The data recorded on the periodic log file indicated that there was an active lvad_off alarm flag associated with an (f69) intentional pump stop controller fault flag on 25dec2024 16:45:42.

Manufacturer narrative:
A4 - patient weight updated. B5 narrative information. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the massive bleeding of the thoracic cavity was the same bleeding event that led to the patient's death. It was confirmed that the activated clotting time (act) was "off the charts" during the surgery, which suggested that disseminated intravascular coagulation occurred for some reason, which exhausted the coagulation factors and resulted in the massive bleeding event. It was further clarified that the right heart failure occurred on (B)(6) 2024. The right ventricular assist device (rvad) was needed one week after implant surgery, but the item selection for right heart failure was not possible one week after surgery. The causal relationship to the device was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced massive bleeding from the thoracic plural space on (B)(6) 2024. The patient had a blood transfusion on (B)(6) 2024, and the approximate number of units of red cell concentrate (rcc) transfused per day was 16 units or more. Laboratory values were unknown. It was stated that after pump implantation, intraoperatively for cannulation change of right ventricular assist device (rvad) on (B)(6) 2024, the bleed from the lungs became uncontrolled and the circulatory was disrupted. It was stated that the patient passed away on (B)(6) 2024. The cause of death was intraoperative hemorrhage. The cause of bleeding was related to any re-operative procedure and was possibly related to the pump. The device functioned as expected. The pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device related issues that would have contributed to a functional issue. A direct correlation between (B)(6) and the reported bleeding and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable. Approximately 8¿ of the sealed outflow graft was returned attached to the pump outlet port with the bend relief properly engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller periodic log file and the lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death and bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. Section 4 of the patient handbook ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to a functional issue. A direct correlation between (B)(6) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable. Approximately 8¿ of the sealed outflow graft was returned attached to the pump outlet port with the bend relief properly engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller periodic log file and the lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, bleeding, and right heart failure. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting, explains all system alarms and the recommended actions associated with them. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. Section 4 of the patient handbook ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding on (B)(6) 2024 in the upper gastrointestinal (gi) tract. They received a blood transfusion on (B)(6) 2024, and the approximate number of units of red cell concentrate (rcc) transfused per day was 16 units or more. The patient's prothrombin time (inr) on (B)(6) 2024 was 2.0 iu 2024/12/10, activated partial thromboplastin time (aptt) was 46 seconds, and the platelet count (plt) was 11.4 ×104/l. They received warfarin and drug treatment for the bleeding. The patient had a history of lesions or disease at the bleeding site, which hastened the development of the bleeding in the stomach. It was determined that the event was "probably related" to the device.